Manufacturer narrative:
The reported events were oversensing noise and mode switch. A complete lead was returned in one piece for analysis. The reported event of oversensing noise was not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductors coils consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that the issue was observed during follow-up clinic visit. The right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead was explanted and replaced and the patient was in stable condition post procedure.

Event description:
It was reported that the patient's right atrial lead exhibited unspecified over-sensing. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.